Manufacturer narrative:
The patient line tubing was returned unopened. Approximately 79 cm of the lumbar catheter was returned. The catheter met the requirements for leak testing. However, the device did not meet the patency requirements. There was proteinaceous debris observed within the interior and exterior of the catheter. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the doctor found that the device ¿could not be used.¿ it was stated there was an ¿emergence of poor connection problems.¿ the device was replaced and there was no injury to the patient.